Manufacturer narrative:
Please disregard MFR report number 3005168196-2019-02452 as it was inadvertently used and is not a valid MFR report number. The correct MFR report number which corresponds to this incident is 3005168196-2019-02123. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 3005168196-2019-02123 MFR report: 1. Section b. Box 1. Adverse event and/or product problem. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was retained by the hospital and is not available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the jet7 was advanced through an 6f guiding sheath and a short 8f sheath up to the target vessel, followed by a velocity delivery microcatheter (velocity) and guidewire to cross the clot. The guidewire was then removed, and a stent device retriever was advanced through the velocity. Subsequently, the stent retriever device was unsheathed with the velocity, and the velocity was removed. The jet7 was then advanced to the face of the clot, and aspiration was turned on. Next, the physician engaged the clot with the stent retriever device, pulled the stent retriever device back into the jet7, and then pulled the jet7 to remove it. As the jet7 was retracting through the rotating hemostasis valve (rhv) of the 6f guiding sheath, the physician noticed that a wire from the jet7 was tangled inside the stent retriever device, and the tip of the jet7 would not move. Subsequently, the jet7 began to stretch; therefore, the physician decided to remove the jet7. Upon removal of the jet7, the physician thought that the entire jet7 was removed from the patient. It was reported that the physician gained access on the other side and completed the procedure using other catheters, microcatheter and the same stent retriever device. The physician then performed a final contrast run on the way out and noticed that a piece of the jet7 had broken inside the aorta; therefore, a snare device was used to successfully remove it from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.